Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16370, sn: (B)(4). Original complaint ¿screen involuntarily cycling through on-screen display menus with alarm silence automatically activated and unable to reset. Intermittent. ¿ the user interface module (uim) was received without a hssc connector cable. External inspection showed no outward signs of damage or misuse. The user interface module (uim) was operated on test fixture for several hours during which time it accepted touch screen calibration and otherwise functioned normally. I was unable to duplicate original complaint. The user interface module (uim) was removed from test fixture and the covers removed. Visual inspection of the circuit board found the j17 ribbon connector not fully seated. Additionally, an inspection of thermistor rt1 pn: 68361 found it to be outside of specifications reading at 19.6 ohms at room temperature. Findings/root-cause: although I was unable to duplicate the original complaint, either of the 2 board based issues discovered would have contributed to the described intermittent problem.

Manufacturer narrative:
Carefusion has requested additional information from the distributor in (B)(4) on the reported event and status of the patient. As of august 28, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in canada was shipped a replacement user interface module (uim) to repair the device and return it to service. The alleged faulty user interface module (uim) has been received and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device's screen would intermittently cycle through the on-screen display menus and the alarm silence was locked and could not be reset.